Event description:
A malfunction on the pump was reported by the customer, and the malfunction caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl. The customer managed the high blood glucose level by using a correction bolus via the pump without needing third-party assistance. Technical support decided to replace the pump, sending the customer a new device with updated software. The customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted until the replacement arrives. Instructions on storage mode and steps following receiving the replacement pump were provided, and the customer understood and acknowledged these.